Manufacturer narrative:
The pump was received with a pump error alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to pump error alarm. Unit received with high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had a high blood glucose value of 20.30 mmol/l. Customer's other blood glucose value was 3.8 mmol/l and 7 mmol/l and 30 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as nausea. The customer was treated with manual bolus. Based on customer report customer does not allege pump was under delivering. The device was expected to be returned for analysis.